Manufacturer narrative:
The hospital is retaining the product and will not return the reported device fro investigation. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.

Event description:
The hospital reported that during the coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No patient complication were reported by the hospital.